Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that drawer 3 2, main row b and c, was not detected on the bus, and three full height legacy cubie drawers were also not being detected. The fse attempted to reseat connections and pockets, but this did not resolve the issue. It was determined that an update was required for the two half height trays. After the update was completed, all pockets were detected again. However, the three full height cubie drawers required correction via script due to a previous update performed last week. Pse and csc were still working to complete the site update. The fse provided the customer with an inventory report for the three full height drawers so they would know which medications to obtain from the main customer supply. The rest of the station was functioning properly, and the customer was able to access all remaining medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nine drawers were not detected on the bus, unable to reset the machine, caused all drawers to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.